Event description:
Trouble turning the steering wheel while driving [impaired driving ability]. Causing inflammation [inflammation]. Sensitivity that he has developed [hypersensitivity] ([off label use], [shoulder pain], [joint range of motion decreased]). Case narrative: based on the additional information received on (B)(6) 2019, the formulation of the suspect was updated from unknown to injection. This case is cross-reference with case ID: (B)(4) (multiple device). Initial information received from united states on (B)(6) 2019 regarding an unsolicited valid serious case received from a non-healthcare professional. This case involves an unknown age male patient who received treatment with use of medical device hylan g-f 20, sodium hyaluronate (synvisc one) and experienced sensitivity that he has developed (latency unknown) and trouble turning the steering wheel while driving (latency: unknown). The patient's past medical history included shoulder injury and ongoing advanced osteoarthritis. No patient's past medical treatment(s), vaccination(s) and family history were provided. It was reported that patient was not in particular pain before this most recent treatment, as synvisc one was given more as maintenance because he had such good results previously. On (B)(6) 2019, patient started treatment with use of device hylan g-f 20, sodium hyaluronate injection in his shoulder, at unknown dose, once, via intra-articular route (with an unknown batch number) for unknown indication. Information on batch number was requested. On same day, patient experienced severe pain in that shoulder ever since and his left shoulder had become very painful 4-5 hours after taking shot. Patient further reported that when he called his hcp, he was told that they have had this happen to patients a few times before and that it may be a sensitivity that he had developed, causing inflammation and the doctor was treating as such and would be treating with steroid injection. It was reported that pain was better now than it was 5 or 6 days ago, but still significant enough that he could not raise his arm to shoulder height, and has trouble turning the steering wheel while driving. The patient received oral steroid shot for the same on (B)(6) 2019. Also, he needed assistance taking shirt off/on could not move it much, and this was 8 days later. It was reported that first shot was little painful but the second one was worst. Action taken: not applicable for all events. Corrective treatment: oral steroid for inflammation and sensitivity that he has developed; not reported for trouble turning the steering wheel while driving. Outcome: unknown for all events. Seriousness criteria: disability for trouble turning the steering wheel while driving and intervention required for all other events a product technical complaint was initiated on 25-jun-2019 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 25-jun-2019 additional information received on (B)(6) 2019. Investigation summary received, and ptc results added. Text amended accordingly.